Event description:
It was reported that between (B)(6) 2017, and (B)(6) 2019, 445 patients were randomized at 22 sites in china for the bioheart-ii trial and documented in the article titled, "a randomized comparison of bioheart sirolimus-eluting bioresorbable scaffold and everolimus-eluting stents". The trial used the bioheart bioresorbable scaffold (brs), the xience stent, the dragonfly oct (optical coherence tomography) catheter, and the c7-xr optis oct system. Two patients from the xience arm required bailout stenting (dissection). Out of the 216 patients on the xience arm, clinical results were captured at 1 month, 1 year and 3 years. There was a low occurrence for all cause death, myocardial infarction, stent thrombosis, and revascularization. Low rate of restenosis was found at 12 months post stent. Device/lesion success was 100% on the xience arm. There were lower rates of strut malposition. Please see the article for full details.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the xience everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional patient effects and malfunctions reported in the article are captured under separate medwatch reports. B2 - date of death: estimated. B3 - date of event: estimated. D4 - primary UDI number: the UDI number is not known as the part and lot number were not provided. D6a - implant date: estimated. Literature attachment: article titled; " a randomized comparison of bioheart sirolimus-eluting bioresorbable scaffold and everolimus-eluting stents the bioheart-ii trial".